Event description:
Arrive clinical study: 22 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.5mm, 90% stenosed, 11mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 99% stenosed, 10mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x32mm drug eluting stent in the target lesion. Lesion 3 was a 3.5mm, 99% stenosed 14mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x16mm drug eluting stent with a 2mm overlap of the stent in lesion 2, in the target lesion. Lesion 4 was a 2.50mm, 80% stenosed, 20mm long portion of the right posterior descending artery (r-pda). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Lesion 5 was a 2.50mm, 100% stenosed, 30mm long portion of the 1st right posterior lateral (1st rpl). The physician treated the lesion with direct stent placement of two taxus express2 8.8% (2.75x28mm & 2.75x8mm) drug eluting stents in the target lesion with a 2mm overlap. There were no reported complications. The patient was discharged the next day on aspirin. 22 months after the initial procedure the patient required a tvr of the r-pd. The physician successfully placed a johnson & johnsom cypher stent in the r-pda. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was in-stent restenosis of the taxus stent. The patient was discharged the same day.

Event description:
It was further reported that the patient experienced a stent thrombosis in the pda that was treated with the target vessel reintervention.